Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a flashing display and there was a red light flashing. No harm requiring medical intervention was reported. The pump will be returned for analysis.

Manufacturer narrative:
Device received with flashing medtronic logo due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to display anomaly. Missing segments/partial display not confirmed. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case on battery tube side and pillowing keypad overlay.